Event description:
The lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
As received, an entire lead was returned in three pieces. One lead-to-can external insulation abrasion breaching unidentified cables lumen was found on the lead body insulation piece. Two internal insulation abrasions breaching the cables lumens, one external insulation abrasion breaching the cable lumen due to friction to another device or feature of the heart and two lead-to-can external insulation abrasions breaching cable lumen were found proximal to right ventricular shock coil on the distal piece. The cables coatings were intact and the inner coil was not exposed in these abrasion regions. On the connector piece, one lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was found on is1 connector leg which most likely caused the complaint reported from the field. Other damages found on these pieces were consistent with those occurring at time of explant. Electrical testing that could be performed on these pieces did not find discontinuities or short on any conduction paths.

Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate therapy was noted due to crosstalk. Further testing revealed oversensing on both atrial and ventricular leads as a result of suspected lead damage. A system revision is expected and the patient is in stable condition. Related device reports: 2017865-2017-00724, 2938836-2017-13516.